Event description:
The customer reported that the system was started in pre-exercise mode (default configured at 0.8 km/h and 0%). When pt was walking on the treadmill, suddenly the exercise device started to run a maximum speed (16, 1 km/h) out of control (bruce protocol was running). "Pc" keyboard didn't respond to a stop command; instead the treadmill emergency stop switch, which wouldn't be reached by the pt, had to be pressed by the dr.